Manufacturer narrative:
A review of system data indicated no malfunction with the miradry console

Event description:
The treating physician contacted miradry to report a patient that developed a partial thickness burn in their right axilla and a full thickness burn in their left axilla.